Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr results. Results are as follows: date: (B)(6) 2015, inr: 1.3 and 2.0. Therapeutic range: 2.0 - 3.0. The time between testing was 20 minutes. Reportedly, the caller performed multiple finger sticks on the same finger and "milked" the finger after the finger sticks. These are considered to be an improper techniques when performing the inratio test. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 365429a was performed and was found to be performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. Although improper techniques were identified in the complaint, a root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.